Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-05100 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. When the devices were explanted, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 17, 2020. The investigation of the returned device was completed by the failure analysis lab on april 28, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 5545257, and no non-conformances were identified. During visual evaluation, the implant was found to be ruptured. An anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).